Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right optic which was removed and replaced in a secondary procedure due to unexpected post op refractive error. Patient was noted to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Corrected data section model # ar40e. Additional information: the intraocular lens (iol) was returned to the manufacturer. Visual inspection of the lens revealed surface residuals, particles and fibers adhered to both sides of optic body which indicates that lens was handled in an unsterile environment. Diopter verification showed that the lens lens diopter corresponds to a 2.5 diopter lens. The product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted.